Event description:
It was stated that the customer was hospitalized for low blood glucose levels. The reported blood glucose reading was 51 mg/dl. Prior to the event, the customer was driving when he experienced a hypoglycemic reaction. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.